Event description:
It was reported that during a pre-use check on the product, the customer felt resistance to inflating and deflating the cuff and stopped using the product. No patient injury was reported.

Manufacturer narrative:
UDI is unknown. No information provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was received in used condition without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. The evaluation noted the that the tube is in a bad position within the flange. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. Testing: the cuff of the returned sample was inflated using a syringe in order to detect some resistance to inflate. It was noted that resistance to inflate and deflate the cuff; the sample presents a partial occlusion between the inflation line and the flange. The inflation test was audited during thirty-two (32) units, in order to verify that the inflation test was properly performed; the inflation test was performed according to the test method stated in the manufacturing procedure, no deflated cuffs were detected during the thirty-two (32) units tested. The root cause was unable to be undetermined. The most probable root cause of the reported issue: incorrect alignment of the tube with the flange and lack of detection by the production personnel. Actions were taken to mitigate the reported issue: as preventive action, manufacturing personnel were retrained by the production supervisor regarding the reported issue. Updated the visual aid in order to add a note: verify the correct alignment of the tube within the flange.